Event description:
It was reported that during an open deep anterior rectum resection, the device did not cut or staple correctly. Case was completed with hand-suturing and a temporary colostomy was placed.